Event description:
It was reported that the patient exhibited a decreased heart rate following the device implant procedure and the device was reprogrammed. The next day, a device check noted there was oversensing on the left ventricular (lv) lead and "possibility of deflection of set screw or lead failure." The pocket was re-opened, at which time there was no connection issue noted. During closure of the pocket, it was noted the patient exhibited a decreased heart rate again and there was ventricular oversensing. The following day, possible noise was detected and the device was reprogrammed again. The device and lead remain in use and the patient is being closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk.